Event description:
It was reported that the cuff failed to inflate after the pre-use check. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One suctionaid tracheostomy was returned in used condition. The unit was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. To test the device, a syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was detected in the cuff.